Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. It was reported that post index procedure, the patient expired. The index procedure treated a de novo lesion in a grafted portion of the mid right coronary artery (rca). The lesion was 3.5 mm wide, 19 mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 3.5 x 20 mm taxus express2 stent. The lot number is unavailable. Residual stenosis was 0%. The patient received aspirin during the procedure. The patient was discharged one day later on aspirin and plavix. On day 697, the patient expired at home. The cause of death is unknown, despite multiple attempts to get this information. In the opinion of the physician, there is an unknown relationship between the taxus stent and the death.